Manufacturer narrative:
Analysis of the client's date from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined form the information provided by the customer. (B)(4) discrepant complaints have been reported for lot # 305773 yielding a complaint rate of (B)(4). This reaches the action threshold of (B)(4). Note brick lot number 296545 with strip code (B)(4) material was split into tow different lots: lot # 305773 into 12 packs (smaller lot). Lot # 303234 into (B)(4) packs (larger lot). Therefore, (B)(4) discrepant complaints have been reported for lot #s 305773 and 303234 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action threshold, corrective action is not required at this time. (B)(4) discrepant complaints have been reported for lot # 30851 yielding a complaint rate of (B)(4). This reaches the action threshold of (B)(4). Brick lot number 296559 with strip code nz2jw material was split into tow different lots: lot # 308051 into (B)(4) packs (smaller lot). Lot # 308052 into (B)(4) packs (larger lot) in total, (B)(4) discrepant complaints have been reported for lot #s 308051 and 308051 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action threshold, corrective action not required. Corrective action not required at this time, as no product deficiency was established.

Event description:
Lot to lot variability. Patient's therapeutic range: 2.0-3.0.; inratio lot 1 (305773) = 1.4; inratio lot 2 (308051) = 2.4; time between testing 5 minutes.